Event description:
It was reported that the pump is showing, "reverse travel error - check plunger." Per reporter, the customer tried turning the device on and off a couple of times but the error persisted.

Manufacturer narrative:
B3: unknown; year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the pump is showing, "reverse travel error - check plunger." Review of event log found travel reverse error-check clutch/plunger lever. Visual and functional testing was performed and complaint was confirmed. Replaced worn leadscrew and right and left clutch halves. Pump passed all testing post repair.